Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap is detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber can independently rotated within outer flow tubing. The fiber optic is fractured within the outer flow tubing at open end. There is no glass cap detachment. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The outer flow tubing open end exhibits minor scratch marks, signs of melting, and compressed. Fiber fracture at open end observed. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of fracture and metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during a prostate procedure the fiber tip broke and light was emitting out of the break location. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Event description:
It was reported during prostate procedure fiber tip broke was noted. Light emitting out of the break location was reported. The procedure was completed using second fiber. Patient outcome was stable reported. There was no injury to the patient reported due to this event.